Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2019. Stimulation was reportedly restored post-operatively.

Event description:
It was reported that the "patinet" has not charged their scs ipg in over a year. In turn, the ipg has become inoperable. Surgical intervention may take place to address the issue.